Manufacturer narrative:
Continuation of d10: product ID: unk-nv-concerto (lot: unknown); implant date: n/a; explant date: n/a. Citation: shalaby, s., battistel, m., groff, s., birbin, l., miraglia, r., angeli, p., feltracco, p., burra, p., zanetto, a., molvar, c. A., gaba, r. C., barbiero, g., senzolo, m. Trans-splenic anterograde coil-assisted transvenous occlusion (tacato) of bleeding gastric varices associated with gastrorenal shunts in cirrhosis. Jhep reports 7(3) 2025. Doi:10.1016/j.jhepr.2024.101301 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: "trans-splenic anterograde coil-assisted transvenous occlusion (tacato) of bleeding gastric varices associated with gastrorenal shunts in cirrhosis." The time frame of this study was: 2019 to 2023. The following medtronic devices were used: concerto microcoils no deaths were reported during the follow-up period. Among patient adverse events included: vein thrombosis of splanchnic vessels was seen in imaging in two patients. These thromboses, which were clinically asymptomatic, were successfully managed with anticoagulation, with complete recanalization by the 3-month check-up and treatment discontinuation at 6 months in both cases. No recurrence of thrombosis was observed during the follow-up period. Two patients experienced local (24 h) pain at the site of vascular access. Three patients had transient hyperpyrexia. No further information was provided pertaining to medtronic products.